Event description:
It was reported that a slight increase in right ventricular (rv) lead threshold was post-operatively observed. A small pericardial or pleural effusion was seen but chest x-rays did not show any obvious perforation. The patient reported chest pain with ventricle-only pacing at one hundred beats per minute. The physician plans to reposition the lead which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.